Event description:
Physician placed 1st cypher in lad without any complications; however when attempting to place the 2nd cypher distal to 1st stent (mid lad) on the first attempt to inflate balloon it was non-actionable. Physician used indeflator and went up to 13 to 14 atms, it inflated. When attempting to deflate balloon it would not deflate, it eventually deflated enough that it was able to pulled out without any injuries.